Event description:
This unsolicited device case from (B)(6) was received on 21-jun-2016 from a physician. This case concerns a (B)(6) years old male patient who received treatment with synvisc injection and later after unknown latency experienced injection site effusion of the left knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date, the patient received treatment with intra-articular synvisc injection, one injection, once (indication, batch/lot number and expiration date: not provided) in the joints of both knees. On (B)(6) 2016, after unknown latency, patient presented with an injection site effusion of the left knee. There was no fever. A puncture was performed. The liquid was sterile. Patient received a corrective treatment with a non-steroidal anti-inflammatory drug (not specified) and then on (B)(6) 2016 with cortivazol (altim) (3.75 mg/1.5 ml) injectable suspension. On an unspecified date in (B)(6) 2016, patient was recovered. Corrective treatment: puncture; non-steroidal antiinflammatory drug nos and cortivazol. Outcome: recovered. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. French imputability: (B)(4). Seriousness criteria: required intervention. Additional information was received on 27-jun-2016. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 21-jun-2016 from a physician. This case concerns a (B)(6) male patient who received treatment with synvisc injection and later after unknown latency experienced injection site effusion of the left knee. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date, the patient received treatment with intra-articular synvisc injection, one injection, once (indication, batch/lot number and expiration date: not provided) in the joints of both knees. On (B)(6) 2016, after unknown latency, patient presented with an injection site effusion of the left knee. There was no fever. A puncture was performed. The liquid was sterile. Patient received a corrective treatment with a non-steroidal anti-inflammatory drug (not specified) and then on (B)(6) 2016 with cortivazol (altim) (3.75 mg/1.5 ml) injectable suspension. On an unspecified date in (B)(6) 2016, patient was recovered. Corrective treatment: puncture; non-steroidal antiinflammatory drug nos and cortivazol. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. (B)(4). Seriousness criteria: required intervention.